Event description:
It was reported the patient had a loss of therapeutic effect. The implant did not address their symptoms as well as the trial. The patient¿s stream was weak and they experienced some retention. Increasing stimulation from 1.1 v to 1.2 v was uncomfortable. The patient also experienced leg shaking when lifting their left leg. The shaking was described as an ¿epileptic seizure on its own.¿ twelve days later, the patient¿s incision was still bleeding. The patient could feel the stimulator without pressing on the skin and it looked like a lump. They had been running a fever on and off that may be due to interstitial cystitis. The patient was able to move their stimulator a half inch to both the right and left. The patient¿s leg gave out unexpectedly. The patient also experienced swelling, especially in the face. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0ebr4, implanted: (B)(6) 2015, product type: lead. (B)(4).